Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The power button did remain on even when the unit was unplugged ¿ this failure was caused by a faulty power supply. Additionally, as noted, the video connector pins were found worn-out, and compromising the connection. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus visera elite video system center due to a power button malfunction during procedure preparation. According to the initial reporter, the power button remains on even when the unit is unplugged. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the video connector pins were worn out and compromising the connection with the pigtails. This report is being submitted to capture the worn-out connector pins and compromised connection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the video connector pins were worn. A definitive root cause of the wear was not established at this time. Olympus will continue to monitor field performance for this device.